Manufacturer narrative:
(B)(4). The device was manufactured march 27, 2014-march 28, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a torn small volume intermate set. This event was reported to have occurred before patient use. There was no patient involvement. No additional information is available.